Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00546.

Event description:
The patient was undergoing a thrombectomy procedure in the vertebral artery using a penumbra system jet7 kit (kit) and a penumbra engine canister (canister). During the procedure, after making one pass with the system, the penumbra engine (engine) did not indicate full aspiration would be achieved. All four lights did not illuminate when viewing the bars. Therefore, the physician switched out the penumbra system jet 7 reperfusion catheter (jet7) and the canister. The procedure was completed with the same engine. There was no report of an adverse effect to the patient.